Manufacturer narrative:
A general reagent issue is not suspected as calibration and qc were acceptable. No issues were observed with the pre-analytical information provided. The customer did not provide instrument related data. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Section b3, date of event was updated. For patient 1 (serum sample): the first repeat vitamin d total ii result was performed with a 1/2 dilution and the result was 50 nmol/l. On (B)(6) 2020 the 2nd repeat result was 38.4 nmol/l. On (B)(6) 2020 the technician (patient 2 - plasma sample) also tested himself: the initial vitamin d total ii result was > 250 nmol/l. The sample was repeated twice with approximate results of 49 nmol/l. The plasma sample for patient 2 was not re-centrifuged prior to testing. Product labeling states: "re-centrifuge plasma samples in a secondary tube for 10 min at 2000 x g prior to measurement."

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys vitamin d total ii (vitamin d total ii) on a cobas e801 analytical unit. The initial result was > 250 nmol/l. The sample was repeated twice with results of 50 nmol/l and 38 nmol/l. The questionable result was not reported outside of the laboratory. The vitamin d total ii reagent lot number was 48471101 with an expiration date of 31-may-2021.